Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, chest x-ray was performed, and the physician suspected right ventricular (rv) lead insulation issues. All measurements were stable and within normal limits. A request was made to have the x-ray images analyzed. Technical service (ts) reviewed the images and recommended that the rv lead was not affected, but rather the right atrial (ra) lead insulation issues. Ts recommended troubleshooting options. Additional information was received, stating that the physician elected not to perform revision on the ra lead. The device was reprogrammed. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the day after implant, chest x-ray was performed, and the physician suspected right ventricular (rv) lead insulation issues. All measurements were stable and within normal limits. A request was made to have the x-ray images analyzed. Technical service (ts) reviewed the images and recommended that the rv lead was not affected, but rather the right atrial (ra) lead insulation issues. Ts recommended troubleshooting options. The physician elected not to perform revision on the ra lead. The device was reprogrammed. This ra lead remains in service. No adverse patient effects were reported. Additional information: this ra lead exhibited high capture threshold and noise. Subsequently, the patient underwent a revision procedure. The ra lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.